Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The hv capacitors were returned to the manufacturer for further analysis and an internal capacitor anomaly was determined to be the cause of the extended charge time.

Event description:
It was reported that the patient received inappropriate high voltage therapy for af with a rapid ventricular response. The device exhibited a long charge time before delivering the high voltage therapy. The device was explanted and replaced. The patient was in good condition following the procedure.